Event description:
A malfunction alarm was reported by the customer, displaying malfunction code 12. The customer did not report any events prior to the malfunction and did not specify if their blood glucose level exceeded 500 mg/dl, so no impact on the blood glucose level was confirmed. The customer was assisted by cts with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, and they acknowledged this guidance.